Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the rep that during the case, after the first implant deployed, the handle fell apart. The first anchor remains in the soft tissue; the second anchor was not deployed. A competitor's device was used to complete the case. Patient is a (B)(6) year old female.

Manufacturer narrative:
Complaint cannot be confirmed. Visual evaluation revealed no damage to the individual components, handle, or mating pegs or holes of the handle of the disassembled device. During testing, the handle halves mated securely without the internal components installed. There was no glue residue noted on the handle pegs or corresponding holes, which could have contributed to the reported event. Both implants were present on the returned device; therefore no implant had been left in the patient as reported.